Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company representative. "This ventilator was not on a patient. [Name removed] called stating while doing check out of this ventilator, the ventilator does not have audible alarms. He has checked the speaker and found it is functioning, he believes the problem is from the main board, pn 52130a. Please call [name removed] to schedule a service call."

Manufacturer narrative:
(B)(4). The report of an increased intraperitoneal volume (iipv), which was discovered during service, was determined to be due to insufficient drain; one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. As a result of this incident, the digital printed circuit board will be replaced during device servicing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA number (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(4) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1352ml, indicating the home patient (hp) drained 1352ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 3352ml, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.